Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. On the transmission, it was observed that the atrial lead was exhibiting noise and oversensing. On (B)(6) 2020, the physician elected to cap and replace the atrial lead. The patient was reported stable.